Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the purge manifold caused the reported failure. The fse replaced the purge manifold and the iabp unit worked normally. The unit was cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs100 intra-aortic balloon pump (iabp) stopped pumping and alarm message "automatic inflation fault" appeared suddenly. The alarm message reappeared after the doctor restarted the iabp. After that, the doctors pulled out the balloon catheter and stopped using the iabp. There was no patient harm or adverse event reported.

Event description:
It was reported that while in use on a patient, the cs100 intra-aortic balloon pump (iabp) stopped pumping and alarm message "automatic inflation fault" appeared suddenly. The alarm message reappeared after the doctor restarted the iabp. After that, the doctors pulled out the balloon catheter and stopped using the iabp. There was no patient harm or adverse event reported.